Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with noise on the atrial lead causing automatic mode switch episodes. The patient was not symptomatic to the noise. No additional information was reported.